Event description:
Customer reported experiencing issues with their pump not charging properly and taking longer to charge than usual. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.